Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. D4 batch #: c9dm40. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. No functional testing could be done due to the condition of the returned device and we were unable to investigated the incomplete pre run or user initiated test reported. The handpiece was disassembled to verify the condition of the internal components and no issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone.

Event description:
It was reported that during a laparoscopic hepatectomy a crack was found on the surface of the hand piece. And then the device could not pass the pre-run test. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. D4 batch #: unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.